Event description:
The customer reported to customer service that she began itching and a rash with red bumps developed on her breast and spread to her chest and arms. Customer stated she was referred to her family doctor who prescribed antibiotics and cortisone for her rash. Customer stopped pumping and the rash is starting to go away.

Manufacturer narrative:
Customer asked customer service for someone to contact in regards to the material the breast shields are constructed of. The breast shield is made of polypropylene that has passed testing for irritation and sensitization (showing no irritation or sensitization effects) as per iso 10993-10. In follow up with the customer, she reported that the rash/itchiness began after using her pump for a couple of weeks. Customer stated she washed the shields in warm soapy water and air dried. Customer stated she changed soaps when the rash occurred, but it did not help. Customer saw a doctor and was given an antibiotic, prednisone, and topical cream which didn¿t seem to work. Customer indicated that she quit pumping and the rash had gotten better. A medela clinician spoke to the customer on (B)(6) 2012, at which time the customer confirmed that she did change soaps and sterilized parts after each session and neither worked. The customer also confirmed the medications she was prescribed by the doctor was an antibiotic for the raw skin and cortisone for the rash. Customer did finish the courses of both medications, however the rash did not go away until the customer discontinued the use of the product. The product involved in the complaint was not returned for eval/investigation at this time. Should add¿l info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time.